Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional evaluation coordinated by synthes (B)(4) reports the following: the investigation confirmed that the nail interface was badly damaged. It was reasonably suggested, but could not be confirmed; that too much mechanical force or an inappropriate connection between the nail and the insertion handle may have caused the damage to the device. Further, the device was analyzed for conformance to print specification, as well as the device history records (DHR) was reviewed. No abnormal findings were identified.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: during a procedure on (B)(6) 2013, while inserting the nail with rotating movement, the tip of the nail broke and became damaged. Reportedly the nail interferes with the correct nail insertion and position. The nail was replaced with a new nail. (B)(4).